Manufacturer narrative:
Sorin group (B)(4) manufactures the ind100 dideco kids: (B)(4) fiber oxygenator with integrated hardshell. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin (B)(4) has received a report that a crack was detected in the water connector of the d100 kids oxygenator during correction of transposition of vessels. The water was observed to be contaminated with blood. There was no report of patient injury. On (B)(6) 2016, sorin group (B)(4) was informed that this event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The manufacturing record was reviewed and the oxygenator was found to have met specifications upon release. The investigation is on going. A follow-up report will be sent when the investigation is complete. Device discarded by customer.

Event description:
Sorin (B)(4) has received a report that a crack was detected in the water connector of the d100 kids oxygenator during correction of transposition of vessels. The water was observed to be contaminated with blood. There was no report of patient injury. On (B)(6) 2016, sorin group (B)(4) was informed that this event was reported to the country's local competent authority. This medwatch report is being filed in response to this action.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d100 dideco kids: newborn hollow fiber oxygenator with integrated hardshell. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). In the initial report, submitted june 9, 2016, the device name was erroneously stated as "ind100 dideco kids" in the first sentence of manufacturer narrative. The correct device name is "d100 dideco kids." Sorin group (B)(4) received a report that a crack was detected in the water connector of the d100 kids oxygenator during correction of transposition of vessels. The water was observed to be contaminated with blood. There was no report of patient injury. On may 13, 2016, sorin group (B)(4) was informed that this event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. Through follow-up communication with the customer, sorin group (B)(4) learned that the issue occurred during priming, 20 minutes before starting the procedure. Sorin group (B)(4) requested clarification on the location of the leak, however the customer did not provide the information. The involved oxygenator was disposed of by the customer and could not be returned to sorin group (B)(4) for further investigation. A review of the device history record did not identify any deviations or non-conformities relevant to the reported issue. The lot to which the complained unit belongs was distributed worldwide in march 2015 and no other similar events involving product from this lot have been reported. Without the ability to perform an investigation on the involved unit, a root cause could not be determined and corrective actions were not identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Device discarded by customer.